Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/19/2022. Additional information was requested, the following was obtained: please provide update on device return: not available - discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide procedure name: gastrointestinal anastomosis. Please provide lot number: unknown. How was procedure successfully completed? Change another suture. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a gastrointestinal anastomosis on (B)(6) 2021 and suture was used. During the procedure, the suture broke while tying a knot. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.